Event description:
It was reported that a damaged package was found before use with a bd 10ml syringe. The following information was provided by the initial reporter, "the packaging has a cut across the back, printed, side - it presents as though the packet has been cut by a blade."

Manufacturer narrative:
H.6. Investigation summary: sample evaluation: one sample was returned for investigation. The sample was not decontaminated. From returned sample, observed a cut across the top web packaging. A device history record review found no non-conformance's associated with this issue during production of this batch. Conclusion: based on the investigation, the possible root cause could have been at the primary packaging, during the in-process inspection by the production technician and qa associates. There is a safety knife used to cut the shipper carton tape and carry out the inspection for blister packages. During the process, the knife might have cut the top web and the associates were not aware of the affected unit blister package. The nonconformance could have been escaped inspection resulting it to move to the next process. Communication to the technicians and associates will be done to discuss the incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged package was found before use with a bd 10ml syringe. The following information was provided by the initial reporter, "the packaging has a cut across the back, printed, side - it presents as though the packet has been cut by a blade."